Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer stated that her blood glucose was 203 mg/dl and she treated her low blood glucose with food. The customer¿s blood glucose was 329 mg/dl at the time of the call. Customer declined high blood glucose troubleshoot. The troubleshoot was done for sensor glucose not available. The product was not returned for analysis.